Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had recently emitted two occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 06/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/22/2015 with the following findings:a review of the pump history and black box data revealed no evidence of an occlusion issue. The pump was exercised for 24 hours, during which no 'occlusion alarms' were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the rewind, load, and prime sequence. Unrelated to the reported issue, the battery compartment was observed to be cracked in the thread area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.